Event description:
It was reported that during a robotic laparoscopic radical hysterectomy procedure, the table-side assistant noticed resistance in the sliding mechanism of the instrument drive unit (idu) on the arm cart assembly. When the control buttons were pressed to move the idu, it tended to move upwards, as if being mechanically pulled by the chain. The issue limited the smooth movement that would be expected. The joint force sensor (jfs) calibration procedure will be performed to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly. Evaluation of the associated device logs did not show any issues occurring on the arm cart assembly that would indicate an unsmooth motion of the instrument drive unit (idu). Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in the final vigilance report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.